Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the customer's insulin pump was cracked around reservoir compartment and is no longer able to lock into place. Customer has issues with cosmetic damage. Customer's blood glucose level at the time of incident 458 mg/dl and was treated with manual injection. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.